Event description:
It was reported that a novum iq syringe pump had a system error 23501 (electronic board heartbeat failure). The process step during which this occurred was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, system error 23501 was not reproduced. A review of event history log revealed occurrence of se 23501 . The device history record (DHR) review was completed and revealed no findings that could have directly contributed to the current complaint. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The ui board requires replacement to address this issue . Should additional relevant information become available, a supplemental report will be submitted.